Event description:
Pt presented to ed on (B)(6) 2014 with severe shortness of breath. Pt was admitted with chf exacerbation and hypertension on (B)(6) 2014. Placed on CAPA and given diuretics. Pt was improving and expected to be discharged on (B)(6) 2014. During the night the cardiac rhythm changed (began to slow leading to a cardiopulmonary arrest. Resuscitation was not successful and the pt time of death was (B)(6) 2014 at 00:33.